Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat de novo lesion in the right coronary artery (rca) with moderate tortuosity and moderate calcification. The 3.00x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was deployed; however, a distal edge dissection was noted. Therefore, a 2.75x12mm xience xpedition stent was implanted to treat the dissection. There was adverse patient sequela. No additional information was provided.